Manufacturer narrative:
H10: h3, h6: the reported devices were received for evaluation. A visual inspection revealed they were returned in original packaging with the batch number of the complaint on the label. For device one, a partial suture was returned without t1 or t2, the actuator is in the pre-t2 position, and the needle assembly is severely bent. For device two, the t1 has been cut from the suture and was not returned. The t2 has been off the device and placed back the channel, the suture has been cut into sections and shows signs of wear and the actuator is in the pre-t1/post-t2 position. Bio debris is present in both devices. A functional evaluation was performed on the returned devices and found device one's actuator will not cycle due to the bent needle assembly, and device two cycles as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the event include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, the t2 of two (2) units of fast fix 360 could not stayed anchored and pulled out. The procedure was successfully completed using a smith and nephew back up device. It is unknown if there was a delay. No further complications were reported.